Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at reservoir tube window corners and battery tube threads. Unit received with minor scratched lcd window. Unit received with partially broken reservoir lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during an infusion set change. Customer's blood glucose was 88 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.